Event description:
On (B)(6) 2022 a patient underwent a transforaminal lumbar interbody fusion procedure from l4-s1 and the procedure was completed without issue. On (B)(6) 2022 a revision occurred as the patient experienced a vertebral fracture at l4. During the revision it was discovered that the l4 screw had become loose due to the bone fracture and it was also observed a screw was loose at the l5. Balloon kyphoplasty occurred to address the fracture, the loose screws were replaced and the construct was extended to l2-s1.

Manufacturer narrative:
No product was received as the involved device was not returned for evaluation and no radiographs were provided confirming alleged incident. No patient falls or accident could be confirmed however no information regarding the patient post op activity level could be provided. The root cause the screw loosening is unknown but the root cause is likely the result of increased load pressure due to the vertebral fracture and screw loosening at the superior vertebral level (reported on (B)(4)). No additional investigation can be completed. Label review: "... Potential adverse events and complications - as with any major surgical procedures, there are risks involved in orthopedic surgery. Infrequent operative and postoperative complications that may result in the need for additional surgeries..." "... Correct selection of the implant is extremely important. The potential for success is increased by the selection of the proper size of the implant. While proper selection can minimize risks, the size and shape of human bones present limitations on the size and strength of implants. Metallic internal fixation devices cannot withstand the activity levels and/or loads equal to those placed on normal, healthy bone. These devices are not designed to withstand the unsupported stress of full weight or load bearing alone..." "... Patient education: preoperative instructions to the patient are essential. The patient should be made aware of the limitations of the implant and potential risks of the surgery. The patient should be instructed to limit postoperative activity, as this will reduce the risk of bent, broken or loose implant components. The patient must be made aware that implant components may bend, break or loosen even though restrictions in activity are followed..." "... Post-operative warnings - during the postoperative phase it is of particular importance that the physician keeps the patient well informed of all procedures and treatments. Damage to the weight-bearing structures can give rise to loosening of the components, dislocation and migration, as well as to other complications. To ensure the earliest possible detection of such catalysts of device dysfunction, the devices must be checked periodically postoperatively, using appropriate radiographic techniques..."